Event description:
It was reported by the customer that during withdrawal, the spring wire guide (swg) unraveled. As a result, the physician withdrew the whole swg and catheter. Additional information received on (B)(6) 2010, from arrow (B)(4) stated that a new (B)(4) was successfully placed in the patient. The patient is fine and there were no consequences for the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.